Manufacturer narrative:
D.4 UDI (B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 5 years and 9 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient presented with central aortic insufficiency (ai) and dyspnea. Initial valve appears to be under expanded and has central ai. A successful valve in valve was performed with a 20 mm sapien 3 ultra resilia valve.